Event description:
It was reported that the user experienced difficulty activating the ilet pump using the wake button, stating they spent approximately 10 minutes attempting to turn on the screen, though they later confirmed the wake function worked and that they could feel the vibration. Symptoms included no adverse clinical effects. Outcomes included no alerts, no alarms, and no medical intervention. Investigation included troubleshooting and user education, including advising the user to call during recurrence and to use the charging pad as an alternate method to wake the screen. Investigation of this case revealed an intermittently unresponsive sleep/wake button with device responsiveness restored upon subsequent attempts, consistent with a potential user interface or mechanical actuation issue. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to intermittent behavior without reproducible failure.